Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer's reservoirs were leaking. His blood glucose was 303 mg/dl and he treated with a bolus. The customer stated this was the sixth problematic leaky reservoir in a row and that they would work for a couple of hours and then begin to leak. He did not see fluid in the battery compartment, reservoir compartment, or under the display. No cracks were seen in the barrel. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)